Event description:
The consumer alleges while transferring from the couch to the chair, the chair arm allegedly broke, causing him to allegedly fall and break his leg. Injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsi, serial number/date code (B)(4) is approximately (B)(6). The user manual part number 1154294 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male who weighs (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.